Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.0/+1.5/48 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The reporter stated " wrong postop refraction was used due to short contact wearing brack." In the reporters opinion the cause of this event is user error, it was reported that the device did not fail to perform as intended. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: problem was not resolved. Reportedly, "patient isn't happy. Refraction: plano - 1.5/160. Explantation of lens is in november. After 6 month new refraction and then new calculation in ocos. Claim #(B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.0/+1.5/48 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The reporter stated " wrong postop refraction was used due to short contact wearing brack." The lens was exchanged on (B)(6) 2022 with a longer length lens and the problem was resolved. The patient is happy. In the reporters opinion the cause of this event is user error, it was reported that the device did not fail to perform as intended. Claim# (B)(4).